Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure performed on an unknown date. Fiducial markers were placed prior to injection. The procedure was performed with local anesthesia. The patient completed 10 of 28 fractions of radiation therapy, when spaceoar and fiducial markers were implanted. After the procedure, the patient experienced rectal bleeding and passed what it appeared to be mucus through the rectum. Later, the cone beam computed tomography (cbct) showed that no hydrogel was present. The physician decided to put the radiation treatment on hold. Magnetic resonance imaging (MRI) is planned. The patient's current condition is unknown at the time of this report.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2024. Block d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.